Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly and no physical damage is observed on the sensor patch. Upon visual inspection of the plug assembly, a crack was observed on the sensor neck. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the updated serial number reported complaint and there was no indication that the product did not meet specification.the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6) to (B)(6). Based on returned product download section d4 (expiration date) was updated from 6/30/2023 to 12/31/2022 and section h4 (device mfg date) was updated from 2/12/2022 to 4/13/2022 . All pertinent information available to abbott diabetes care has been submitted.